Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The energy shield monitor (esm) was analyzed, and the reported issue was confirmed and replicated. Review of system logs confirmed the fault occurred in the field. During visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a testing system. When plugging in a monopolar cable, the esm would not recognize it, and the led would stay amber. Further inspection of the esm revealed the j16 cable assembly was unplugged from the board connector. The cable was plugged in, installed back onto the system, and the unit functioned as designed with no issues. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause it attributed to the j16 cable assembly.

Event description:
It was reported that during a da vinci-assisted radical tonsillectomy surgical procedure, the clinical sales representative (csr) called from an offsite location to report that a customer encountered an issue with their generator, specifically a m0b121 neutral electrode issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to verify any errors because the system was not connected. Before reaching out for assistance, the customer elected to convert the procedure to laparoscopic surgery. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced energy shield monitor to resolve the issue. The system was verified and ready to use. Isi has received the esm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.